Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the disposable hand piece would not spin and the lights on the motor drive unit went flickering. A second disposable hand piece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusions - the actual device involved in this event was returned for eval. During the eval the reported device symptoms were not duplicated. Using a test fixture hand piece, the unit ran for fifteen mins clockwise and counter clockwise without the blade stalling or any blade rotation problems. Internal inspection revealed no loose hardware or electrical connection. A stall test and rpm measurement found that the device performed per requirements. In addition, a review of the device mfg records were conducted and the device met all finished goods release criteria.